Manufacturer narrative:
The returned cage was examined. Visual inspection found that part of the front of the cage has fractured off at one of the plate interfaces. The cause of this event can likely be attributed to damage that occurred during insertion of the anchoring plate. It is likely that the cage was misaligned within the disc space such that during impaction of the anchoring plate, an unexpected off-axis force was placed on the cage resulting in its fracture. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the implant broke during surgery. There was no impact to patient and no additional medical intervention reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. Review of the device history records and traceability shows no evidence on a device issue that may have caused this event . Additional information was requested. Investigation still in progress.

Event description:
Roi-c ti: implant broke during surgery. Breaking the cage during surgery. No impact for patient. No additional medical intervention. No delay. Surgical technique was followed. Additional information was requested. Investigation ongoing.